Event description:
During an orif of distal fibula and tibula, the drill bit broke while the surgeon was drilling a hole for the screw. Broken fragment was not retrieved, x-rays confirmed the broken fragment remains in pt. Procedure was completed with no further problems.

Manufacturer narrative:
A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The investigation could not be completed, no conclusion could be drawn, as no product was received.